Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated. The patient was asymptomatic. Previous measured data from a follow-up earlier in 2008 was 2.79 v, 12 ua, and 1.5 k with an estimated longevity of 3.1 years. No cautery or radiation were noted for the patient.